Event description:
It was reported that a user experienced elevated glucose after lunch while using the ilet; the user had entered two additional meal announcements for a meal of rice and curry, and glucose rose to 250 mg/dl before subsequently decreasing, with insufficient information to determine a specific device-related problem or component involvement. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information to identify a device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.